Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after setting and knotting the purse string suture, the device inserted, the fathoms knotted, the device approximated and released. It was necessary to rip it out of the pt because there was no other possibility to remove it. The clamp row had fallen out partially. The health consequences for the pt: clamp row was not tight; infection of the retroperitoneum; fascia necrosis with presumed permanent harm. Extension of the hospital stay; intensive care; two additional surgeries; emergency relocation to (B)(6).